Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe plastipak 3ml s/su experienced a damaged/deformed stopper. The following information was provided by the initial reporter: we had a complaint regarding a quality deviation for the disposable syringe without needle luer lock 3ml bd, it was observed that the stopper is defective.

Manufacturer narrative:
H6: investigation summary: a DHR was performed along with quality notification and maintenance analysis and no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h10.

Event description:
It was reported that the syringe plastipak 3ml s/su experienced a damaged/deformed stopper. The following information was provided by the initial reporter: we had a complaint regarding a quality deviation for the disposable syringe without needle luer lock 3ml bd, it was observed that the stopper is defective.